Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Breaking off/came off from first use: oral-b refills [device breakage]. Case narrative: consumer stated on e-mail that they used two oral-b replacement heads and both are breaking off. They came off from first use. No injury was reported.